Manufacturer narrative:
Product analysis: analysis found no problem upon visual inspection. Incoming and final test were done and passed. Software was updated. Checked error log and no errors were found. No problem was found and the instrument was working ok. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing properly. The epg was returned for service. There was no patient involvement.